Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The positioning sensor unit (psu) was replaced on the system. The navigation system then passed the system checkout and was found to be fully functional. The psu was received by medtronic for further evaluation. When connected to a known good system the psu tracked throughout the volume without issue. The psu passed an accuracy test at .08 mm with a passing threshold of .60 mm. However, the test found a line separation of 2.00 mm which is above normal and could affect tracking but not accuracy. It was determined that there was an electrical failure with the psu. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the camera cable was not working. There was no patient involvement. No further information was provided.